Event description:
It was reported that the lead exhibited capture and sensing anomalies and the patient experienced diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.